Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to device has strange odor, burning/smoke/electrical odor, nasal/throat irritation or soreness, burning smell, plate inside extremely hot. There was no report of serious patient harm or injury. There was no medical intervention required by the patient.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received infomation an alleging device has strange odor, burning/smoke/electrical odor, nasal/throat irritation or soreness, burning smell, plate inside extreamly hot related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the final attempt to have the device and components returned for evaluation, customer declined to respond to the gfe related questions and terminated the call. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of nasal and throat irritation and soreness. The patient also stated that the device had stopped and there was a burning/smoke/electrical odor. The patient also reported that the heater plate was extremely hot and that all the water in the humidifier had evaporated. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Secondary findings: an unknown dark colored contamination was present on the exterior of the top enclosure under the right-side and left side accessory doors. Dust-like contamination was observed on and around the iso port. Observed brown and white unknown contamination at the air input of the blower box at the filter area. Dust-like and fibrous contamination was observed on the blower outlet seal. Observed potential mineral deposits or dried liquid spots on the bottom of the blower motor and on the bottom of the blower box, indicating potential water ingress. Slight black contamination at the blower seal of the blower box and it is consistent with the keratin contamination observed in ER 2243857v01. Observed an unknown (dust like) contaminant on top of blower motor and on the inner rim of the bottom of the blower motor. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The device's downloaded event log was reviewed by the manufacturer and found 0 error. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit.